Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify if the staple line that was delivered was a complete staple line as you have stated that the patient consequence was "the stapler line opened up but was reinforced with suture": surgeon was not aware whether the staple line was completely delivered on patient as it¿s very low down, he only noticed it¿s opened up or did not staple when he went to do the end to end anastomosis with our cdh29a. He did not intentionally check on the proximal part but he thought it was closed. Can you please provide further detail of the current patient status. Nothing further was reported on patient condition.

Event description:
It was reported that during an anterior resection, the surgeon noticed the staple line partially opened up when he was about to do the end to end anastomosis. He saw some of the staples that dropped off did not form a b. He did not intentionally check on the proximal staple line but he thinks it was closed. He reinforced the whole staple line with suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p55226. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.